Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.50 x 24 synergy drug-eluting stent was advanced for treatment but unable to cross the lesion. Upon removal of the device, it was noted that the distal side of the mounted stent was slightly lifted. The device was completely removed from the patient's body and the procedure was completed with a non-bsc stent. There were no patient complications nor injuries reported.